Event description:
It was reported that during an endometrial thermal ablation device demonstration in 2009, there was a loss of pressure one minute into the therapy cycle. Fluid was noted coming from the plastic uterine model and a hole was noted in the balloon. The problem occurred when the user deliberately jiggled the catheter in an effort to create a heating error for demonstration purposes. There was no pt involved in the event and no adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 03/20/2009. Conclusion: the actual device involved in this event was returned for eval. The catheter failed the leak test due to a hole in the balloon. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.